Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this implantable pacemaker experienced dizziness. Additionally, the patient stated that the physician punctured patient's lung upon installation of the device. To date, the device remains in service. No adverse patient effects were reported.